Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event not provided. Patient sex. Weight unknown / not provided. Email address and address unknown / not provided.

Event description:
It was reported that implant bost410 placed in dental site 12 was removed because the cortical bone fractured and the implant lost primary stability. The patient felt pain and had inflammation. Doctor performed bone graft with xenograft, membrane and titan pins and will place another implant in 6 months. Bone loss, inflammation and pain was also reported.

Manufacturer narrative:
Supplemental medwatch zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. A 3i t3® non-platform switched tapered implant 4 x 10mm (bost410) was returned for investigation. Visual evaluation of the as returned product identified signs of wear around the external threads and the platform, but no signs of significant damage or deformation. There was presence of bone residue around the external threads. Functional testing to recreate the reported event could not be performed due to the nature of the event. Product dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. No pre-existing conditions were noted on the per. The reported device was located on tooth # 24 and was removed upon placement due to the reported event. Bone loss, pain and inflammation were reported as patient impact. Device history record (DHR) review was completed for the subject lot number (2019041303). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa complaint history review was performed for the reported lot number (lot # 2019041303) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the event (bone fracture) and the complaint is not related to the functional performance of the device.

Event description:
No further event information is available at the time of this report.